Event description:
It was reported the patient presented for normal device follow-up where he reported having received several shocks. Oversensing and increased/high impedance measurements, greater than 2500 ohms, were noted. At the lead revision procedure, it was noted there was complete exit block. The lead was replaced. There were no further reported patient complications as a result of this event, and the patient status was reported to be ok following the replacement procedure.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.